Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 2.2 mg/day via an implantable pump for malignant pain and multiple myeloma. It was reported on 2017-apr-24 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). It was indicated that the motor stall occurred yesterday on (B)(6) 2017 and was active. It was confirmed that there were no resets and the only thing out of the ordinary in the logs was the motor stall. It was also confirmed that there were no emi (electromagnetic interference)/magnetic sources present. It was indicated that they were concerned about the battery performance field action (fa) and it was reviewed that the pump was not in the affected population for the battery performance fa. It was reported that the patient was not having withdrawals. It was indicated that the reporting hcp was the managing hcp¿s fellow and that they would discuss the replacement with the managing hcp and then would follow-up again. Later on 2017-apr-24 further information and the pump off form was requested. It was noted that they planned on replacing the patient¿s pump on friday (B)(6) 2017. It was reported that they decided to turn the pump off and requested assistance with getting a print out of the pump status and event logs. The pump off code was provided and the pump was successfully programmed to off state. No further complications were reported.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-may-19. It was reported that the hcp was not satisfied with cerebrospinal fluid (csf) flow so they asked for a new connector. They were then using a sutureless pump connector revision kit for a new sutureless connector to the pump and the sleeves in the kit were sliding off the existing catheter. It was indicated that the clear sleeve would not stay in place with the old catheter or the new one. It was noted that the representative did not have another kit to try. The hcp opted to carefully reinforce the sleeve with sutures. The hcp was then able to aspirate over a cubic centimeter of clear csf/drug after connecting the new connector piece and the issue was resolved. It was later reported by another manufacturer's representative that the pump was replaced successfully and that the old pump would be held in pathology before getting sent back for analysis. A return mailer kit was requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-jun-28 a medwatch (uf/importer report (B)(4)) was received that was submitted by the user facility to the FDA on ¿2017-jun-xx.¿ it was indicated that the initial reporter of the medwatch was a healthcare professional (hcp) who also submitted a report to the FDA. The date of the report was (B)(4)2017. It was reported that the patient¿s intrathecal pain pump malfunctioned and stopped working properly. The patient was taken to the operating room (or) and the pump was removed. It was indicated that this was a device usage problem as the device failed. The date of the event was reported to be (B)(6)2017. It was indicated that this was a product problem and that ¿other¿ was an outcome attributed to the adverse event (note this information is conflicting with the report that the pump was removed). It was entered that the approximate age of the device was six years. The event occurred in the hospital. It was noted that the patient¿s ethnic background was white and their weight was (B)(6) lbs. No further complications were reported or anticipated. .